Manufacturer narrative:
No eaws related to the complaint observed in the black box history. During testing, the pump performed the ezprime steps with no rewind issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no rewind issues occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The motor flex was intact and securely seated in the connector. Unable to duplicate rewind issue. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.